Manufacturer narrative:
The suspected device was not returned for evaluation. A follow up will be submitted when additional information becomes available.

Event description:
A merit employee conducted a cer literature search for the esophyx device product family. The study by choi et al (2021) the authors reported a patient who had an esophageal mucosal tear was readmitted on postoperative day 3 and CT showed peri-esophageal inflammation within the posterior mediastinum without contrast extravasation. This patient improved with IV antibiotics and was discharged 2 days later. Doi.org/10.1016/j.jamcollsurg.2020.11.021